Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient information was unavailable for reporting. (B)(4) lot number unknown. Since the subject device broke during surgery, it is not considered to have been implanted or explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a triple arthrodesis of the left foot on (B)(6) 2016, the 4.5mm cannulated screw broke during implantation resulting in half of the device being retained in the patient's bone. The remaining half of the screw was able to be removed. Another screw was placed next to the retained screw fragment. The procedure was successfully completed with an estimated five minute surgical delay. This is report 1 of 1 for (B)(4).